Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the mcs20 was returned with the antiback up damaged. The instrument would not feed the clips during functional testing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure that the clips would not advance. Another like device was used. There was no pt consequence.